Event description:
It was reported that during a da vinci tors procedure, the psm did not recognize the schertel grasper instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The schertel grasper instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument failed recognition test when placed on an in-house is3000 system. Failure analysis investigation also found that the distal end of the instrument's main tube exhibited scratches with insulation removed. The scratches measured approximately .069 - .497 in length. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the main tube found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.